Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned devices finds evidence to suggest the femoral head contacted the acetabular component. The acetabular component was however not returned for examination. Review of the device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. It has been verified the articulating components were mismatched. The femoral head is a 28mm od while the acetabular insert is a 36mm ID. The inner diameter of the metal-on-metal insert must correspond to the hip head size. Use of an insert with a non-matching hip head size will result in accelerated wear and early failure. Inserts with a 36mm inner diameter should be used with 36mm femoral heads. The root cause is attributed to off label use. Based on the performed investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Update- product is a found to not be mismatched. Examination of the returned devices finds evidence to suggest the femoral head contacted the acetabular component. The acetabular component was however not returned for examination. Marks found on the internal diameter of the insert may be related to repeat dislocations or possible subluxation. Review of the device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. X-rays received and reviewed. Implant appears to be placed in proper position. It cannot be determined with the information provided that the complaint is product related the investigation can draw no further conclusions with the information provided. Based on the performed investigation, the need for corrective action is not indicated. A report was received from bioengineering stating that the root cause is undetermined. Based on the information received and the investigation performed, the root cause of the complaint was undetermined. The customer did not report a device defect. It is unlikely that there was a manufacturing fault. No corrective action is required. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.

Event description:
The patient will be revised due to defect derived from mom on (B)(6) 2013. Doi- (B)(6) 2009. Update (B)(6) 2013: the patient was revised due to dislocation. During surgery, black matter was noted around the neck of the stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.